Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer had been driving under the influence of alcohol, and was pulled over by the police. Troubleshooting was performed, and the insulin pump was programmed with the wrong language and time. After correcting, verified all other programming was correct. Also, found that the customer had been getting no delivery alarms, but didn't change the infusion set. The wife had no supplies at the time of the call to conduct the prime or high pressure test. Nothing further was reported.